Event description:
It was reported to boston scientific corporation that a fully covered rx wallflex biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed approximately four months prior to (B)(6) 2015. According to the complainant, the stent was implanted in the distal part of the common bile duct to relieve chronic pancreatitis. Reportedly, the patient¿s anatomy was not tortuous. No issues were noted during stent placement and no visible damage was noted to the stent system. The physician noted that the patient¿s chronic pancreatitis had been relieved and scheduled a planned stent removal procedure for (B)(6) 2015. During the stent removal procedure, the physician grasped the stent with a snare but the stent broke in half when being pulled through the scope. The lower half of the stent was able to be removed with the snare; however the upper half remained in the common bile duct and the physician had to remove the upper half of the stent using a stone extraction balloon and rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿still doing fine/good/stable.¿

Manufacturer narrative:
Only a deployed wallflex biliary rx fully covered stent was returned for analysis. A visual examination revealed that the stent was in 2 sections as it had broken in its mid-section. The proximal end was 22mm in length and the distal section was 39mm in length. It was confirmed that no section of the stent was missing. There was no damage noted to the retrieval loop. The stent damage is consistent with damage occurring during removal of the stent from the patient. There was evidence that the device was used in a manner inconsistent with the labelled indications. According to the dfu, the wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstruction prior to surgery. It was reported that the stent was implanted to relieve chronic pancreatitis and no malignancy was reported. Taking into consideration the evaluation conducted at the cis and the details of the complaint, this investigation is assigned the most probable root cause classification of user / use error. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a fully covered rx wallflex biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed approximately four months prior to (B)(6) 2015. According to the complainant, the stent was implanted in the distal part of the common bile duct to relieve chronic pancreatitis. Reportedly, the patient's anatomy was not tortuous. No issues were noted during stent placement and no visible damage was noted to the stent system. The physician noted that the patient's chronic pancreatitis had been relieved and scheduled a planned stent removal procedure for (B)(6) 2015. During the stent removal procedure, the physician grasped the stent with a snare but the stent broke in half when being pulled through the scope. The lower half of the stent was able to be removed with the snare; however the upper half remained in the common bile duct and the physician had to remove the upper half of the stent using a stone extraction balloon and rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "still doing fine/good/stable."

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) stent difficult to remove. (B)(4) stent broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.